Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that during an unknown procedure, parts of the staples were malformed. Then the surgeon used hand sewing to complete the procedure. There were no adverse consequences for the patient.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.